Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported that the device was replaced due to no output/pacing when connected to the ventricular lead. No patient complications have been reported as a result of this event.